Manufacturer narrative:
The patient's attorney alleges that several years post implant the patient was treated for hernia recurrence. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 8 years 9 months post implant of perfix plug, patient was diagnosed with abdominal pain, adhesions, hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use (IFU) supplied with the device list adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2008 - the patient underwent surgery to repair an epigastric ventral hernia. As reported, a bard/davol perfix plug, was implanted to repair the hernia defect. (B)(6) 2017 - the patient underwent an additional surgery to remove the perfix plug and to 1repair the recurrent hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with an epigastric ventral hernia thereby underwent open repair with perfix plug. Per the operative notes, ¿the hernia sac was reduced intra-abdominally. A medium marlex perfix plug was sutured to the underside of the linea alba and defect was then sutured.¿ (B)(6) 2011 - during hospital visit patient had left lower abdominal pain. . (B)(6) 2017 - patient was diagnosed with ventral hernia thereby underwent open repair with foreign body removal. Per the operative notes, ¿two small hernia sac were identified and they were carefully dissected of its fascial attachments. Discovered perfix plug was adherent to the fascia, with preperitoneal fat wrapped around this and was excised away.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
The patient's attorney alleges that several years post implant the patient was treated for hernia recurrence. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery to repair an epigastric ventral hernia. As reported, a bard/davol perfix plug, was implanted to repair the hernia defect. On (B)(6) 2017 - the patient underwent an additional surgery to remove the perfix plug and to repair the recurrent hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.